Event description:
It was reported that upon interrogation, the device reported hv lead impedance was out of range and possible output damage. The patient received inappropriate therapy. The lead was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.